Event description:
It was reported that during a case, it was noticed that the sharp edges of the port have been puncturing the irrigation tubing. This is disrupting the sterility of the case and causing need for replacement tubing. Further discussion with rep indicated that the problem is where the tubing is captured by the irrigation pump on the anspach console and it was caused by an incorrect loading technique from the rep.

Manufacturer narrative:
H10 h3, h6: the reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Information received from the site during the initial investigation indicated that the malfunction occurred due to improper loading of the irrigation tubing. The user was instructed on how to properly load the irrigation tubing and no further issues were noted. There was no reported impact or injury to the patient. There was no part/serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review identified no prior similar events. The navio system for unicondylar knee replacement user's manual released at the time of the complaint provides detailed instructions for use of the anspach surgical drill console and pump for irrigation. This failure is an identified failure mode in the risk assessment. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is likely due to improper loading of the irrigation tubing. The user was instructed on how to properly load the irrigation tubing and no further issues were noted.